Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4), per variance 5. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer's mother reported via phone call blank display. Customer's blood glucose level was 15.1 mmol/l. Customer advised they replaced the battery and saw a power loss error alarm. Customer advised they decided to check up on the device and that is how they found out about the power loss alarm. Customer advised the alarm was never triggered and they never heard it. Troubleshooting for the power loss alarm was performed. Customer was advised that if the battery is removed for more than 10 minutes the alarm occurs. Customer was advised to monitor the insulin pump. Troubleshooting for the blank display was performed. Customer advised the display is not blank currently at this point. Customer was advised a replacement battery cap will be sent out and to monitor the device.